Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "thought implant was leaking", "concern with the product", "implant was considerably smaller", "painful", "itches", and "shape/size was completely changed." Patient also reported "their health was totally declined", ¿night sweats", "nausea", "sick to their stomach", and "no energy¿; these are not device related. Device remains implanted.